Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report a patient experienced a fluid leak in the pump module area of their cycler after ending their pd treatment. It was reported that the patient was in the clinic at the time of the reported event. The patient received an m31 air detected in cassette alarm during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and reported that the patient was unable to complete peritoneal dialysis treatment in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Corrected information: b.5 additional information: d9, h3 plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the disinfection of the actual sample a blowout was found in cassette film. During the visual inspection with a microscope, a tear was observed in the cassette film. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed based on the sample evaluation, however a cause could not be established. The returned sample was scrapped after evaluation.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report a patient experienced a fluid leak in the pump module area of their cycler after ending their pd treatment. It was reported that the patient was in the clinic at the time of the reported event. The patient received an m31 air detected in cassette alarm during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and reported that the patient was unable to complete peritoneal dialysis treatment in the absence of the cycler. The pdrn reported that the patient stated the cassette was ¿bubbled up¿ after it was removed from the cycler and the tubing was burst. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer.